Event description:
It was reported that (1) device was used during a hemorrihoidectomy. It was reported by the affiliate that the pph01 instrument does not staple and cut correctly. The case was completed by suturing.